Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a pump chamber blocked alarm was confirmed. The pcu event log shows that there were two instances of this alarm, occurring at 11:02 am on (B)(6) 2017 and 10:08 am on (B)(6) 2017. The norepinephrine infusion was initially started at 11:17 pm on (B)(6) 2017 and ran intermittently until 10:12 am on (B)(6) 2017. Prior to the pump chamber blocked alarm, the device was idle for approximately 3 hours before the pump module was selected and the infusion was restored. The root cause of the pump chamber blocked alarm was not identified. The device was not returned for a complete analysis. (B)(4).

Event description:
The customer reported that during an infusion of levophed at 30 ml/hr the pump alarmed "pump chamber blocked." The patient required additional unspecified vasoactive agents to stabilize the blood pressure but there was no report of lasting harm.